Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 339 mg/dl. A correction bolus via the pump was delivered and a manual insulin injection were used to address bg. During a system check with tandem technical support, air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out.